Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: creases were observed. Additional observations: wear abrasion observed. Cloudy and crystalline observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Physician later reported "prosthesis folded." The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Physician later reported "prosthesis folded." The device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii/IV.